Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included ECG functional testing without duplicating the reported malfunction. It is not worthy to mention the multifunction cable used at the time of the reported event was not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to change lead selection to electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.